Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 3:00 pm, while at a market, the patient experienced weakness, confusion, and blurred vision. At that time, the cgm displayed a glucose value of 107 mg/dl. The patient reported that she felt her glucose level was in the 30 mg/dl range; however, no blood glucose (bg) meter reading was obtained. The patient was also using a tandem insulin pump during the event. She contacted her husband to report her symptoms. Bystanders at the market assisted the patient and provided her with soda, which she consumed while in her car. The patient reported improvement in symptoms approximately 15 minutes after consuming the soda. Emergency medical services were initially contacted by the patient¿s husband; however, the call was canceled after the patient reported feeling stable. The patient did not seek further medical evaluation or treatment. At the time of reporting, the patient indicated she was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.